Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was not charging. The patient was informed of neuro ps business hours. It is unknown if patient was referring to the ins or the ins recharger. No further information was provided, nor complications reported.